Event description:
It was reported to boston scientific on 11/27/2006 a product problem occurring during a stenting pre-embolization procedure of a cerebral aneurysm. It was reported that "following deployment of the stent, (device in question), the guidewire was used to successfully pass through the (device in question) with the intention of catheterizing the aneurysm. The catheter would not follow through the (device in question) and was seen to be distorting the cells (of the device in question). On attempting to withdraw the guidewire it was noticed that the guidewire was fixed onto the (device in question) and would not retrieve. Eventually the guidewire dragged the (device in question) to the iliac artery where the guidewire was cut at the femoral artery and the (device in question) and wire remnant were left implanted. Physician could not explain why the wire would not manipulate. No unusual events were noted during the wire deployment." It was reported that there was no serious injury and that the pt status is ok.

Manufacturer narrative:
The device in question will not be returned to the MFR for evaluation because it remains implanted. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience.